Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that when using a hf unit ¿esg-400¿ a patient received a first-degree burn near the rectum area due to a spark while using monopolar energy. The device was connected to a non-olympus pencil. The therapeutic procedure (rectal hemorrhoidectomy) was completed with a similar device. The patient condition is stable, however; burnol ointment was applied to the wet affected area, following by a dressing with megaheal and jelonet ointment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and a minor amount of dust was observed in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported dust deposits were not detrimental to the functionality of the device. Furthermore, dust deposits inside devices with ventilation slits are considered normal. Especially if fans are used for cooling inside the device, the device does not only suck in air but also dust. The extent of the dust deposits correlates with the service life of the device and the dust pollution in the ambient air. Common dust is a mixture of organic and inorganic material. Normally, it is not conductive and as such it cannot impair the electrical functionality of an electrical device. Therefore, its presence inside the device does not represent any defect or hazard. However, it can reduce the sliding capacity of mechanical bearings or clog mechanical gears and fan propellers due to the creation of flakes. A clogged fan can impair the cooling of the device, which may result in the complete failure of the affected device. To reduce dust deposits as much as possible, the user should not operate electrical devices in environments with a great dust concentration, if possible. If this is unavoidable, the fan and the heatsink should be checked for dust deposits on a regular basis. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes an update to d9 and h3 from the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.